Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated in the emergency room (B)(6) for 6 hours with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 60 mg/dl while the patient was shopping. While attempting to get apple juice to treat her low blood glucose, the patient fainted, hit her head, and was unconscious. A doctor was present and provided first aid. The patient was brought into hospital by ambulance. The pod was worn for less than 24 hour at the time of the event. Symptoms reported include hypoglycaemia, syncope, seizure, nausea, vomiting, and dizziness. The patient was given a CT, and there was no fracture of the skull. The patient was treated with vomex and glucose through injection. The patient was discharged on the same day.

Manufacturer narrative:
Review of the insulet cloud data system found that a pod with the serial number reported was used by the user between 22:47 on (B)(6) 2025 and 00:56 on (B)(6) 2025. The data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed during this period. One transition from automated mode to automated mode: limited was observed at 23:22 on (B)(6) 2025 due to the generation of an automated delivery restriction alert. The automated delivery restriction alert was generated due to the automated algorithm delivering the max microbolus amount for an extended period of time in response to increasing and high estimated glucose values. The system transitioned from automated mode: limited to manual mode when the automated delivery restriction alert was acknowledged and the pod deactivated at 00:56 on (B)(6) 2025. No evidence of an overdelivery of insulin or of any other issues with the system were observed in the available cloud data.